Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump, catalytic decomp filter and nylong tubing were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 10/14/2016.

Event description:
A customer reported an event of a "burning smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer turned off the unit and confirmed it was not in use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure odor/smells to be "low." The vacuum pump was returned and tested. The vacuum pump was visually inspected upon return and showed physical damage as the case was cracked with exposed wiring. In addition, the outlet elbow was broken and the part was unable to be tested. The reason for the return was confirmed. The catalytic decomp filter and nylon tubing were not returned for analysis. The assignable cause of the odor/smells issue likely is due the vacuum pump, catalytic decomp filter and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.